Manufacturer narrative:
Both screw devices on the clamp function properly. They are not stripped. The clamp body is broken, it has been fractured. A new clamp was sent to the site for issue resolution.

Event description:
A medtronic representative reported a site long spine clamp that was stripped. There was no patient present when this was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern.device lot number, or serial number, not available at time of this report.device manufacturing date is dependent on lot number/sn, therefore, unavailable at this time.RMA issued. Replacement spine clamp shipped to site (B)(4) 2013. Suspect device has not yet been returned to manufacturer for evaluation.